Event description:
It has been reported to philips that the wireless footswitch was faulty. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. There has been no allegation of a malfunction of the wireless footswitch. The customer called philips to order a new wireless footswitch. Philips has not provided a new wireless footswitch as there are currently no wireless footswitches or wireless base stations available. This customer has previously reported a loss of connection of the wireless footswitch that was reported on (B)(6) 2022 (philips¿s reference (B)(4). Updated codes based on investigation.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.